Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed as the x-ray review noted polyethylene wear of the acetabular cup lining is suggested by minimal lateral positioning of the femoral head from the central portion of the acetabular cup. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. The compatibility check identified no issues. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer indicated the product will not be returned for evaluation as it was discarded; however, an investigation into the reported event has been initiated. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately nineteen years post implantation due to pain and wear of the polyethylene liner.